Event description:
The consultant reports that he discovered the instrument, rusted after the cleaning process. No patient involvement reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the part was received with numerous corrosion spots and water marks existing on the entire returned device. Corrosion spots are on all components of the device, both arms, both leaf springs, all rivets and screws. The device was actuated during this evaluation and functioned as intended. (B)(4). The device was also electropolished to be more resistant to corrosion. The design was reviewed, is adequate for its intended use and did not contribute to this complaint condition. The returned device was manufactured in february 2004 and is over 8 years old. The corrosion on the returned device is attributed to the device undergoing numerous steam sterilization cycles and over 8 years of field use. Therefore, this complaint is invalid from a design perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.